Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Should additional information become available, this event will be further updated.

Event description:
It was reported this right ventricular lead has been exhibiting a high trending shock impedance measurement. Boston scientific's technical services was contacted for recommendations; guidance was provided. To date no intervention has been reported and no adverse patient effects were observed.